Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the left head brake caster is not holding most likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the left head brake caster to resolve the issue. Based on this information, no further action is required.